Manufacturer narrative:
E1: complete phone number is (B)(6). This report is being filed on an international product, list number 08p13-24 and there is a similar product distributed in the us, list number similar us ln 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed elevated alinity I stat high sensitive troponin-I and provided the following data for 1 female patient: sample ID (B)(6) generated a result of 247.13 pg/ml. This result was questioned by the patient¿s physician. The customer reported that the sample was at room temperature for greater than 8 hours and was not centrifuged, and they were wondering if that may have contributed to the elevated result. However, the customer did not expect such an elevated result for the patient. There was no repeat testing performed. The customer communicated that the patient was a house call patient and that the troponin lab was not a stat lab, but rather a non-urgent / routine laboratory test for the patient. The customer reported that the patient had a cardiological exam due to the elevated result. The customer does not have any information as to what was done for the cardiological the exam and does not have any results. The customer does not have any information on the patient's medical history. There was no reported patient harm.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 61199ud00, however, no related trends were identified regarding commonalities for complaint lot number and issue. Additionally, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. A malfunction was not identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. A systemic issue and/or product deficiency was not identified. In this case, testing was delayed greater than 8 hours (the maximum room temperature storage time specified in product labeling) and false elevated results may occur due to specimen integrity issues.

Event description:
The customer observed elevated alinity I stat high sensitive troponin-I and provided the following data for 1 female patient: sample ID (B)(6) generated a result of 247.13 pg/ml. This result was questioned by the patient¿s physician. The customer reported that the sample was at room temperature for greater than 8 hours and was not centrifuged, and they were wondering if that may have contributed to the elevated result. However, the customer did not expect such an elevated result for the patient. There was no repeat testing performed. The customer communicated that the patient was a house call patient and that the troponin lab was not a stat lab, but rather a non-urgent / routine laboratory test for the patient. The customer reported that the patient had a cardiological exam due to the elevated result. The customer does not have any information as to what was done for the cardiological the exam and does not have any results. The customer does not have any information on the patient's medical history. There was no reported patient harm.